Event description:
Customer alleged that cidex opa was left in a soaking tray for 18 days. The solution was not tested before it was used on the 18th day. The customer stated that the instruments were not used during procedures. They were recalled and reprocessed. Asp customer care reviewed the cidex opa IFU to the customer. Upon follow up, the customer stated that they have applied new procedures regarding the use of cidex opa. No further issues were reported.